Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 03.404.022s lot number: 3181p23 combination not found in sap p02; other site will need to perform the DHR review. Update by touiti issam on 13-sep-2024. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 01-dec-2022 expiration date: 31-oct-2032 part number: 03.404.022s-us, 13.0mm reamer head for ria 2 sterile lot number: 3181p23 (sterile) lot quantity: 50 component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm lot number: 635p349 lot quantity: 296 this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone grafting procedure on (B)(6) 2024, while reaming with ria 2, the reamer head broke and part of the metal reamer head was left behind in patient. There was no surgical delay. It was reported that the procedure was not completed successfully. No further details were provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.